Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a (B)(6) female who received poly-l-lactic acid injection (sculptra) start date (B)(6) 2007, dosage and indication unknown. On an unknown date in (B)(6) 2008, the patient developed small nodules underneath her left eye at the site of injection. The patient has not had any treatment since. The patient outcome was not reported. Corrective treatment, if any was not reported. (B)(4). Additional information received on 03-jun-08 (B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their evaluation.

Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow-up information received on 16-jun-08 and 17-jun-08 respectively, were processed together: the nurse reports that the patient had not experienced similar events after treatment with poly-l-lactic acid, and it is unknown if she had experienced similar events with any other product. On (B)(6) 2008, the patient received her first treatment (batch number bna7016) 5 ml sterile water and 2 ml of 2% lignocaine injected to her upper face (3.5 ml to the left and right side). On (B)(6) 2008, the patient received her second treatment (batch number bna7017) 5 ml sterile water and 2 ml of 2% lignocaine injected to her mid face (3.5 mls to the left and right side). On (B)(6) 2008, the patient received her third treatment (batch number bna7018) 5 ml sterile water and 2 ml of 2% lignocaine injected into her lower face (3.8 ml to the left and 3.2 ml to the right side). Sometime in (B)(6) 2008, one small nodule appeared under the patient's eye. The nurse advised massage as corrective treatment. The patient outcome was unknown as the patient cancelled three review appointments. The causality assessment between the events and poly-l-lactic acid was reported as highly probable. No further information is expected.